Event description:
Service of summons and complaint was manufacturer's first notice of this event. Plaintiff's counsel claims in the complaint that the patient was injured requiring medical treatment to right arm. He alleges that cryotherapy was applied. The complaint contains no information about the therapy protocol prescribed by plaintiff's doctor (e.g., duration of cold therapy sessions and breaks in between same, temperature settings), the barrier placed between the device and the patient's skin, instructions provided to the patient about use of the device or whether there were any contraindications for cold therapy. Plaintiff claims he suffered personal injuries resulting in disfigurement and physical impairment. The company has been unable to confirm the manufacturer of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.